Event description:
Per md the lumbar drain is placed by anesthesia to prevent spinal cord ischemia. Upon drain removal by anesthesia it was noted the drain tip was not intact prompting CT. Per md imaging indicates retained catheter tip is in the subcutaneous tissue. Inquired about removal- drain was placed in a sterile environment and decision pending regarding removal. If pt stable with no complications from retained drain tip would prefer to remove as elective case after pt has stabilized. Md stated he would perform the removal since he is the primary surgeon for the pt. Patient went for a CT that confirm that in fact the piece is retained and requires surgery to remove. 5/22 CT results: retained 5.5 cm dural long lumbar drain fragment at the l2-l3 level extending from the from the posterior paraspinal space ventrally into the bony spinal canal and likely within the thecal sac at the level of l2-l3.